Event description:
The devices were used for a v.a.t.s. The devices broke because too much tissue was inserted into the jaws. New instrument was used to finish the case. There was no consequence to the pt.